Manufacturer narrative:
Covidien reference: (B)(4). One sample of a pediatric tracheostomy tube was received for evaluation. A visual inspection was performed and no anomalies were found. A functional test was performed and no obstructions or difficulties were detected during the test. A dimensional test was performed and all of the measurements were within specifications. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-use testing, the introducer on a tracheostomy tube was difficult to insert and remove. The product was not used in a patient. Another device was used for a tube exchange. There was no report of serious injury or death associated with this event.